Event description:
Reportedly, the surgeon fired the first instrument, the knife blade advanced but the staples did not form properly. Same occurred with the second and third instruments. Surgeon converted to an open procedure. At the time of receiving this complaint, the procedure was still underway.